Event description:
It was reported that the pacing lead impedance (pli) of this right atrial (ra) lead of the cardiac resynchronization therapy pacemaker (crt-p) system had increased sharply then stabilized. Technical services (ts) analyzed device episode data and observed that there was a spike in pli from approximately 300 ohms up to 1070 ohms. It was noted that there were decreases to below 200 ohms, which was out-of-range, throughout the past year along with atrial tachy response (atr) episodes with oversensing of non-physlological noise. It was also noted that there was false positive signal artifact monitoring (sam) episode. Ts recommended isometric testing and evaluation of this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).